Event description:
It was reported per field service report: pump was on pt. Symptom - "pump status" off as stated by user. Pump exchanged off the pt. Findings/actions taken: no problem found, could not reproduce symptom. Replaced power switch as precaution. System functional.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.